Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir cap was damaged and sometimes reservoir was not secure. The customer's blood glucose value was unknown. The customer also reported that the insulin pump rejected new battery as well as had cracks. The insulin pump alarmed random no delivery. The insulin pump will not be returned for analysis.